Manufacturer narrative:
(B)(4). A 510(k) number were not provided in the emdr, because, the product is unknown. Engineering/quality review: this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during use. The technical service representative (tsr) advised the nurse to start over using new supplies. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding reported problem, it was confirmed that the patient was connected at the time of the alarm. The nurse said that she was sure the patient caused the alarm, but did not know exactly how. The nurse said there was nothing wrong with the supplies and she did not see anything unusual. The nurse said the patient resumed therapy using the new supplies and did not have any complications as a result. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.